Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the silicone jacket of the driveline was confirmed via the evaluation of the returned driveline under MFR # 2916596-2021-03980. A specific cause for the damage could not be determined through this evaluation. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , until (B)(6) 2021, when the patient received a driveline repair which is covered under MFR # 2916596-2021-03980. Furthermore, on (B)(6) 2021, the patient was ultimately transplanted and (B)(6) was returned for evaluation which is covered under MFR # 2916596-2021-05699. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23nov2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. This handbook also contains information on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline repair was performed using strings of self-fusion tape to repair a hole in the silicone jacket.